Event description:
Customer and doctor reported customer's hospitalization. Doctor feels that customer over-bolused and does not feel that low blood glucose are due to any pump problems. Advised that troubleshooting on pump can be done if needed.